Event description:
Device report from germany reports an event as follows: it was reported that on unknown date, some instruments were defective; they were jammed together. There was no patient involvement. Upon manufacturer investigation, it was determined that: the distal prong of the guide sleeve yell was bent. Additionally, signs of deformation were found at the proximal end of the device, where the mating device is assembled. The drillsl yell has one of the color markings missing. Additionally, the tab of the proximal section of the device was found bent outwards. The shaft of the trocar yell was found slightly bent. This report is for a trocar yell. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: date of event is an unknown date in 2023. E3: reporter is a synthes employee. H3, h6: part: 03.037.019. Lot: 3l03273. Release to warehouse date:11 march 2019. Manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that trocar yell presents an overall worn appearance consistent with normal usage. Additionally, the shaft was found slightly bent. The condition of the shaft was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test performed with the returned mating device (drillsl yell), revealed that trocar yell was able to assemble and disassemble without difficulties. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the trocar yell would not contribute to a the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Drawing specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.